Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited adhesive around light guide lens has corrosion, adhesive around objective lens has corrosion and adhesive on bending rubber (a rubber) has corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the complaint was not established. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.